Event description:
In 2005, the lay pt contacted lifescan alleging his one touch ultra meter was reading inaccurately erratic. The pt obtained results of 220, 156, 145, and 168 mg/dl in back-to-back testing on the reported meter; the results were not precise. The pt received no medical attention. The customer care rep (ccr) walked the pt through two control solution tests; one test fell outside of specs and the pt was unable/unwilling to answer whether the other passed or failed. The test strips and control solution were replaced.